Manufacturer narrative:
The duoswift cleaning brush was not available for evaluation. Without the return of the full device a cause of the event could not be determined. User facility personnel stated that the scope in which the squeegee was found had no issues during pre-procedure testing. Steris offered in-service training on the proper use and handling of the duoswift cleaning brush, however, the user facility declined. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR

Event description:
The user facility reported that during a patient procedure, the squeegee portion of a duoswift cleaning brush was "lodged" in the channel of the scope. User facility personnel utilized another scope, and the patient procedure was completed successfully. No report of injury.